Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 3 states, ¿loosening or migration of the implant.¿ number 5 states, "pain, discomfort, or abnormal sensation due to the presence of the device."

Event description:
It was reported that patient underwent a medial meniscal repair and anterior cruciate ligament reconstruction procedure with bone patellar tendon bone allograft on the right knee on (B)(6) 2009. Subsequently, patient experienced a pop in her leg and had immediate onset of swelling in her knee. Patient was revised on (B)(6) 2010 due to the non-healing tear in medial meniscus and partial acl tear. Subsequently, patient underwent another revision on (B)(6) 2010 for acl reconstruction and hamstring autograft with possible allograft augmentation. Patient underwent another revision procedure on (B)(6) 2012 due to pain secondary to a tibial screw backing out. A limited debridement and chondroplasty was performed, and the tibial screw and fixation device were removed. No further information has been provided.